Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 5076-45, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead had an abrupt threshold rise after year of stability and acceptable levels. The lead also had high impedance at the time of the extraction. Exit block was suspected. A lead extraction was attempted; however, due to extensive fibrosis around it, the lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.